Manufacturer narrative:
(B)(4).

Event description:
It was reported that a catheter break occurred. A 135/10 renegade¿ hi-flo¿ kit was selected for use. During unpacking, outside patient's body, it was noted that the catheter was broken. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a renegade hi-flo microcatheter with the wire partially inside the hoop. The hoop was flushed and the device was able to be removed with no issues. The shaft and tip were microscopically examined. The inspection revealed that the outer shaft was separated 2cm from the strain relief. The outer shaft was stretched at the separation ends. The inner shaft was also stretched at the separation. Due to the appearance of the separated ends and the stretched shaft, it appeared that the separation and stretching was due to tensile overload. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The most probable root cause has been determined to be use/user error as the dfu states: ¿before removing the microcatheter from its carrier hoop, flush the carrier hoop with heparinized saline to activate the hydrophilic coating. The luer fitting attached to the carrier hoop may facilitate the flushing of the carrier hoop. If difficulty in removing the product from the carrier hoop occurs, repeat injection or place in heparinized saline bath.¿ (B)(4).

Event description:
It was reported that a catheter break occurred. A 135/10 renegade¿ hi-flo¿ kit was selected for use. During unpacking, outside patient's body, it was noted that the catheter was broken. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.